Event description:
The hospital has reported following to the sales rep that the instrument broke during knee surgery. According to the theatre personnel, no misuse was performed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.